Manufacturer narrative:
During the requested site visit, the abbott field service engineer (fse) replaced a leaking stat syringe and r2 wash pump, replaced the wash zone 1 probe 2, replaced the wash zone 1 heater which would not reach temperature; adjusted the vortexer 2, and tightened the sample probe. The fse verified the system functioned with a control. Service history of the architect (B)(4) verifies no subsequent issues have been reported since the fse was on site. Return testing was not completed as returns were not available. A review of the architect i2000sr systems revealed no systemic issues or trends associated with the discrepant results described in this complaint. A 12-month review identified no trends for the heater, wz buffer (rohs), the 100ul buffer pump (rohs), or the syringe assy (rohs). The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the listed parts. Based on the investigation no product deficiency was identified for the architect i2000sr, sn (B)(4), the heater, wz buffer (rohs) (part number 7-78306-02), 100ul buffer pump (rohs) (pn 7-96343-02), or the syringe assy (rohs) (pn 7-77650-06).

Manufacturer narrative:
There is no further patient information provided due to privacy issues. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported that qc is out of range (oor) on all levels. During troubleshooting the customer identified that qc was in range in the morning but oor in the afternoon. The customer reran all 214 samples between when the qc was in range and when it was oor and they identified one sample with falsely depressed total psa results. The results provided were: (B)(6) = 2.99 / 6.13. There was no reported impact to patient management.